Event description:
Complainant alleged that during functional testing, the associated defibrillator recognized the attached adult electrodes as pediatric electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The pads were not returned to zoll medical corporation for evaluation. Zoll canada reached out to the customer regarding this report. It was determined that the reported behavior is consistent with normal pedi-padz operation. The customer was informed that the pedi-padz mulit-function electrodes do not share the same functionality as the onestep pediatric pads. The pedi-padz require the user to manually select the energy level, they do not automatically default to 1j. The padz functioned as designed. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the associated defibrillator recognized the attached pediatric pads as adult. Complainant did not indicate that there was any patient involvement in the reported malfunction.